Event description:
The customer contacted baxter's service center regarding therapy assistance which occurred on the homechoice (hc) during dwell 1. The care giver (cg) stated that the heater bag had disconnected from the set up and that she had just added another bag. The technical service representative (tsr) clarified if other bags and the cassette where changed as well, and the cg stated that they had not. The tsr explained to the cg that the set up is compromised when you connect a new bag in another bag's place. The tsr assisted the cg with ending therapy. The tsr advised the cg to dispose of current supplies and start over with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the care giver on (B)(4) 2012. He stated that the bag disconnected due to use error; it had not been tightened all the way during set up. There were no allegations made against any of baxter's products. He also stated that he had not connected a new bag, he had only asked the tsr if he could just add another bag, and the tsr advised not to connect another bag, but to start over with new supplies. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed and the assignable cause can be determined as use error, because the patient reported that they believed the connection issue was their fault. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.